Manufacturer narrative:
(B)(4). Based on the clinical assessment of maquet cardiopulmonary's (B)(4). March 08, 2016 it was determined that this record could be closed as "not a complaint". The customer was primary questioning if it is possible that the candida settled on the surface of the oxygenators membrane and therefore could have possible caused a hemolysis. No malfunction of the product self was reported, no concern about the products sterility was reported. The candida spp. Self could produce hemolysin, which could lead to the destruction of red blood cells. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management of review and determination if further investigation is necessary.

Event description:
(B)(4).

Manufacturer narrative:
January 18, 2016 10:47 am (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted when additional information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
"The customer faced a hemolysis for a patient with candida sepsis and was wondering if the oxygenator membrane was covered by candida and therefore caused the hemolysis. The product was exchanged. No patient consequences." (B)(4).